Event description:
N/a.

Manufacturer narrative:
Correction to mfg report number 2248146-2021-00548 to include: lot#: 3000130659; exp. Date: 09/04/2023; manufacture date: 09/04/2020. Reference complaint #: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-2019 through jul-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was seen in the tubing. The iab was removed but not replaced with another as the patient was stable. There was no patient harm or adverse event reported.